Manufacturer narrative:
(B)(4).

Event description:
It was reported the ars syringe was found leaking during use on patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a relevant finding was identified. For lot 71c20h0963 of material snz-14703-002 (syringe: 5 cc safety arrow raulerson), a non-conformance was opened on 27-oct-2021 to address an "ars leak - before use" issue. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve. Caution: do not reinfuse blood to reduce risk of blood leakage from rear (cap) of syringe." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the ars syringe was found leaking during use on patient. No patient harm was reported. The patient's condition is reported as fine.